Event description:
Adverse event(s): "vision is more magnified" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported that following intraocular (iol) implant surgery, his "vision is more magnified" in the right eye. In a follow-up, the surgeon explained that the patient is experiencing a discrepancy in image size with the right eye being magnified. He stated that the event continues. The surgeon believes that the patient's retinal pathology is the reason for his experience. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4).